Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issue occurred during a robotic laparoscopic hysterectomy, debulking of a pelvic tumor, and desperinotization while in the lymphadenectomy phase of the procedure. The arm threw a non-recoverable error and the bipolar maryland forceps attached to the arm had to be removed as a broken instrument. Directly after removing the instrument, the entire system threw a non-recoverable error from the tower stating "system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use." The instruments were all individually undocked from the port latch and the system was turned completely off and back on again. The same arm failed calibration twice but then passed and the procedure continued. Due to the errors, two instruments had to be exchanged due to reaching the end of their life during the prior procedure. Soon after continuing the procedure, the arm threw another non-recoverable error and it was restarted and recalibrated. It failed shortly after calibration again a nd it was removed from use. The procedure was continued with three arms for a period of time, but the surgeon requested the faulty arm be reattached to complete the procedure. The arm threw another non-recoverable error and the procedure was completed with three arms. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the associated device logs and a provided image for the reported arm cart assembly. One image was received for evaluation. This image depicted the operating room team interactive screen error log with a repeated error message for arm cart assembly 1 stating, "arm 1: warning: arm communication error. Regain surgeon control. If error reoccurs, discontinue use of arm and contact medtronic support.". Evaluation of the logs indicated that before the system was rebooted, the arm cart assembly failed a position sensor redundancy check on robotic arm joint 2, triggering an error code for 'robotic arm encoder redundancy check failure' and an error code for 'redundant position sensing check'. These error codes are considered non-recoverable, report an error message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." And require the arm cart to be rebooted in order to regain functionality. After the tower was rebooted, the arm cart failed calibration due to a mismatch in the potentiometer position at robotic arm joint 2, reporting an error code for 'robotic arm potentiometer two channel redundancy check - calibration'. After two attempts at calibration, the arm cart successfully calibrated. During tele-operation, the arm cart failed a position sensor redundancy check on robotic arm joint 2, triggering the error codes again. The process was replicated another time before removing the arm cart from the procedure. Evaluation of the arm cart assembly confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to a component issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made more likely to occur by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issue occurred during a robotic laparoscopic hysterectomy, debulking of a pelvic tumor, and desperinotization while in the lymphadenectomy phase of the procedure. The arm threw a non-recoverable error and the bipolar maryland forceps attached to the arm had to be removed as a broken instrument. Directly after removing the instrument, the entire system threw a non-recoverable error from the tower stating "system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use." The instruments were all individually undocked from the port latch and the system was turned completely off and back on again. The same arm failed calibration twice but then passed and the procedure continued. Due to the errors, two instruments had to be exchanged due to reaching the end of their life during the prior procedure. Soon after continuing the procedure, the arm threw another non-recoverable error and it was restarted and recalibrated. It failed shortly after calibration again a nd it was removed from use. The procedure was continued with three arms for a period of time, but the surgeon requested the faulty arm be reattached to complete the procedure. The arm threw another non-recoverable error and the procedure was completed with three arms. There was no patient injury.